Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a normal device check, far r-wave oversensing was observed on inappropriate at/af detection episodes. Programming changes were recommended. No further information is available.